Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding a v60 ventilator indicating that the oxygen transport manifold on the device stand was leaking. The issue was identified by a biomedical technician while the device was not in active use, and no patient involvement or impact was reported. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance from a remote service engineer (rse), who confirmed the reported leak condition. Based on the assessment, the issue was attributed to the oxygen transport manifold assembly. The customer was advised to replace the o2 transport manifold kit and elected to perform the repair independently. The investigation is ongoing.